Event description:
It was reported that the patient forgot to charge and the ipg became inoperable. Connecting to the ipg was attempted without success. The ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.